Event description:
It was reported that the insulin pump had a blank display and it alarmed motor error during manual prime. Troubleshooting was performed. Ran a displacement test and the device did not pass the displacement test. No further information was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.